Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of cracked y-site connector is confirmed; however, the exact cause is unknown. One photograph of a 20 g powerloc max with a y-site connector was returned for evaluation. An initial visual observation of the photograph showed a y-site connector and injection cap. The y-site connector appears to have a crack near the luer threads of the y-site. No further details of the crack could be seen in the returned photograph. The pinch clamp was engaged although no obvious use residue was observed. While the exact cause of the observed crack could not be determined from the returned photograph, possible causes include over-pressurization, exposure to incompatible chemicals, and excessive tightening.

Event description:
It was reported by the customer that the luer connector is cracking. It has thought to be because we are screwing the caresite leur access device onto the tubing too hard. The majority of the time customer use the power loc max 20gx1in needle so I¿m unsure if the huber needle/tubing is having the same issue. Customer is thinking they are still using too much force when putting the careseite device on.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the luer connector is cracking. It has thought to be because we are screwing the caresite leur access device onto the tubing too hard. The majority of the time customer use the power loc max 20gx1in needle so I¿m unsure if the huber needle/tubing is having the same issue. Customer is thinking they are still using too much force when putting the caresite device on.